Event description:
Customer reported device produced a result of 145 mg/dl prior to dosing of the test strip. No treatment was received. A request was made for return product and replacement product was sent.